Manufacturer narrative:
It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a procedure for skin closure on (B)(6) 2015 and suture was used. During the procedure, the package delaminated when opening. It was reported that the package was not properly sealed. There were no adverse patient consequences reported.